Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the device on top of the package with the needle bent. Another image showed the device next to another one demonstrating that the tip was missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include 1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time, thus causing the electrode to become eroded extensively. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an ent procedure, the tip of the reflex ultra coblator wand was not found. The doctor was not sure if the tip was inside the patient or melted. The procedure was finished with the same faulty device. There was a surgical delay of less than 30 minutes and no further complications were reported.